Event description:
It was reported the customer received a no delivery alarm during a manual prime. Customer's blood glucose was 149 mg/dl. Troubleshooting found insulin was not able to exit the tubing with a push plunger. After changing their infusion set, the customer stated insulin was able to exit from the tubing. The customer was able to prime their insulin pump at the end of the call. Customer was advised to return their infusion set. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.